Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 03:00:03. The weekly and daily hv-lead impedance trend data shows an abrupt increase for max defib active can on impedance and max svcdefib impedance equal to 74 to 210 ohms peak between (B)(4) 2012.

Event description:
It was reported that about a month after a system implant, the right ventricular lead had elevated and highly variable high voltage (hv) impedance and an alert was triggered. A loose set screw at the device-to-lead interface was suspected; the lead was re-inserted into the device header and the set screw tightened. The lead and device remain in use. No patient complications have been reported as a result of this event.